Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the previously implanted surgical aortic valve (sav) was a non-medtronic sav. It was reported that the coronary occlusion occurred post-operatively.

Event description:
It was reported that on the same day following the successful implant of a transcatheter aortic valve valve-in-valve into an indwelling 19 millimeter (mm) surgical aortic valve, decreased left coronary flow was confirmed. Subsequently, a coronary artery bypass surgery was performed. Additional information was received that the patient experienced adverse effects as a result of the decreased coronary flow. Per the physician, the cause of the occlusion was suspected to be due to the leaflet of the surgical aortic valve coming into contact with the sinotubular junction (stj), and the transcatheter valve contributed to the occlusion. However, the delivery catheter system (dcs) did not cause or contribute to the occlusion.

Event description:
It was reported that on the same day following the successful implant of a transcatheter aortic valve valve-in-valve into an indwelling 19 millimeter (mm) surgical aortic valve, decreased left coronary flow was confirmed. Subsequently, a coronary artery bypass surgery was performed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 26-aug-2027, UDI#: (B)(4) the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.